Event description:
Additional information received reported that the patient had been hospitalized in early (B)(6) 2012 for about 8 weeks, it was not reported how this related to the device or therapy. It was reported that the patient had a future appointment with the physician in (B)(6) 2012, and that the physician also used botox in conjunction with deep brain stimulation to control the patient's dystonia and spasms. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and the return of their parkinson's symptoms. The loss of effect occurred one day ago and there was no accident or incident related to the event. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that because the battery was getting low enough that it needed to be replaced, the patient had the battery replaced. See manufacturer report 3004209178-2012-06979 for subsequent device information.

Manufacturer narrative:
Product ID, 748240 serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ extension product ID, 748240 serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ extension product ID, 7436 lot# serial# (B)(4), product typ programmer, patient product ID, 3387040 lot# v009086, implanted: 2007 (B)(6), explanted: na. Product typ lead product ID, 3387040 lot# v008951, implanted: 2012 (B)(6), explanted: na product typ lead. (B)(4).